Event description:
It was reported that the external pulse generator was out of calibration intermittently with its sensitivity. The generator was re turned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that the generator was intermittently out of calibration on its sensitivity. Analysis did find that both bail covers were broken and the liquid crystal display was out of specification. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.